Event description:
Patient presented in clinic for normal follow up and externalized conductors were noted. The electrical function of the lead was observed and tested and no anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.